Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4); 4 needles and associated fiber strands, along with 1 bac-card assembly were returned to the histology facility in the w.l. Gore science center in (B)(4). Observations from images: the photographs show the state of the returned device are consistent with the reported complaint of needle separation. Device #1: the crimped portion of the needle appears to be consistent with a normal attachment. While it exhibits some evidence of instrument damage, it is limited, and therefore, unlikely to have caused the needle separation. There are no remnants of fiber visible inside the needle bore, which is sometimes observed in reports of a needle pull off. The crimp/fiber junctions appears to be consistent with a normal attachment. The end of the fiber that had been crimped appears frayed. This a typical observation for a needle pull off and is caused by the sheer force associated with pulling the fiber out of the crimped needle channel. Device #2: the crimped portion of the needle appears to be consistent with a normal attachment. There is no evidence of instrument damage on the crimped portion of the needle. There were small remnants of fiber visible inside the needle bore, which is a typical observation in reports of needle pull off, and is evidence of a formerly secure attachment. The crimp/fiber junctions appears to be consistent with a normal attachment. Striation marks were present down the length of the fiber where the needle had been crimped. This is a typical observation for needle pull offs ¿ the marks are generated from the sheer force of pulling the fiber out of the crimped needle channel. Device #3: the crimped portion of the needle appears to be consistent with a normal attachment. There is no evidence of instrument damage on the crimped portion of the needle. There were small remnants of fiber visible inside the needle bore, which is a typical observation in reports of needle pull off, and is evidence of a formerly secure attachment. The crimp/fiber junctions appears to be consistent with a normal attachment. The end of the fiber that had been crimped appears frayed. This a typical observation for a needle pull off and is caused by the sheer force associated with pulling the fiber out of the crimped needle channel. Device #4: the crimped portion of the needle appears to be consistent with a normal attachment. While it exhibits some evidence of instrument damage, it is limited, and therefore, unlikely to have caused the needle separation. There were small remnants of fiber visible inside the needle bore, which is a typical observation in reports of needle pull off, and is evidence of a formerly secure attachment. The crimp/fiber junctions appears to be consistent with a normal attachment. The end of the fiber that had been crimped appears frayed. This a typical observation for a needle pull off and is caused by the sheer force associated with pulling the fiber out of the crimped needle channel. The root cause of the needle separations was that the sutures were likely subjected to forces exceeding the tensile strengths of the needle attachments. (B)(4).

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.